Event description:
It is reported that the pt is presenting with loosening of the femoral component.

Manufacturer narrative:
Evaluation summary: femoral component loosening, in general, can be due to many factors including, but no limited to, insufficient bone contact with the implant, micromotion, pt activity, or pt weight. Given the number of possible permutations that could lead to femoral loosening, the exact cause of failure cannot be conclusively determined at this time w/o add'l info. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.